Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in triad. Technical services (ts) discussed troubleshooting options, and recommended bringing the patient into the clinic for further evaluation and a shock vector breakdown. This rv lead remains in service. No adverse patient effects were reported.